Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: review of the black box data revealed evidence of unexpected ¿power on reset¿ events. On examination, the battery compartment was noted to be cracked at the threads on the side. The returned battery cap was able to secure to the pump and maintain electrical connection. Ez-prime steps were performed correctly without any interruption of power during the investigation. The pump was exercised for 24 hours without issue. Investigation did not duplicate the power complaint. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the keypad was noted to be torn below the ok button. All keypad buttons had normal response when tested. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue; when changing battery the pump became black and totally dead. Tried a new battery, but couldn´t restart the pump. No alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).